Event description:
Philips received a report that a patient pinched a finger during transfer from the table onto the flextrack. When the moving down patient on the tabletop using flextrak, patient pinched finger between the table top and the patient support. The patient broken finger bone.